Manufacturer narrative:
The complaint sample was returned to greatbatch for investigation and the reported event was confirmed. The spring was severely tangled near the distal end of the device. The spring was also broken in several locations amongst the tangle. There were signs of wear throughout the complaint sample including scratches, nicks and gouges and the etchings were fading. A manufacturing review did not reveal any discrepancies. The reported event is attributed to wear. Date greatbatch was made aware of the complaint. It was discovered during review of malfunctions leading to previous adverse events that this complaint was not filed via emdr for the quick coupling (flexible) breakage during surgery. The appropriate correction has been implemented to ensure this malfunction will be filed via emdr accordingly. Report source distributor, (B)(4), is foreign as they're located in (B)(6).

Event description:
It was reported during an unknown patient procedure that during surgery when the surgeon was drilling a screw through the acetabular shell the flexible drill shaft twisted. The agent had a second instrument on hand which the surgeon used to complete the procedure successfully. No adverse events were reported as a result of the malfunction.